Manufacturer narrative:
The pump was unable to prime during the prime test due to protruded and or loose drive support disk. There was no compromised force sensor system alarm noted. The pump had cracked display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed for compromised force sensor system. It was reported that insulin was squirting out of the reservoir. It was reported that the pump would be replaced. The customer's blood glucose level was reported to be 356.4mg/dl. No further information provided.

Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been updated with this report.